Manufacturer narrative:
Operative fixation of patella has been reported under MDR 1020279-2017-00047; it was reported that the device will not be sent for evaluation and that patient / procedure data is unavailable. (B)(4).

Event description:
It was reported that patient had suffered a revision of the articular knee insert due to infection. Following right knee tkr patient had a fall, suffering patella fracture and bleeding into knee joint. Patella was repaired operatively after which the patient developed infection. Following the infection, the patient had a washout , debridement , irrigation , removal of fixation sutures , and poly exchange surgery.